Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was not fully inserted into the header of this device. Such under-insertion led to high threshold measurements, high pacing impedance measurements of up to 1500 ohms, and loss of capture (loc). There was no asystole associated with the loc. The device continues to remain implanted and in service. No adverse patient effects were reported.